Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user performed a factory reset per prior guidance, announced a meal, and subsequently experienced hyperglycemia with blood glucose reaching 396 mg/dl for about four hours; the user noted the ilet ¿had not given a lot of insulin,¿ replaced infusion supplies, and did not administer backup injections. Symptoms included hyperglycemia with large ketones that later resolved to negative. Outcomes included no hospitalization, no professional medical intervention, and resolution of blood glucose and ketones after follow-up. Investigation included troubleshooting and education regarding post¿factory reset learning of insulin needs and confirmation of proper consumable replacement. Investigation of this case revealed no device alarms and no confirmed hardware malfunction, with the event occurring during the device¿s post-reset adaptation period and using cd infusion supplies. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.